Manufacturer narrative:
Qc was within established ranges prior to and after the event. A system check performed in late 2008 was passing within instrument specifications. Per customer data, maintenance is being performed per bci guidelines. The customer collects accu tni samples in plastic, bd lithium heparin tubes with a gel separator. The specimens are centrifuged at 6,000 rpms for 6 minutes or at 3,000 rpms for 10 minutes. A field service engineer (fse) was dispatched. The fse was unable to find contributing hardware issues. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the access instrument for one patient. A patient sample was tested for accu tni and a result of 0.63ng/ml was obtained. The result was reported out of the lab. The original sample was re-tested twice and repeated results were 0.01ng/ml and 0.02ng/ml, respectively. A fresh sample collected from this patient several days later gave a result 0.01ng/ml when it was tested on a different instrument in the customer's lab. Based on conversation with the customer, the patient was admitted to the hospital, but it is unknown if any invasive procedure was performed on the patient.